Event description:
It was reported that the patient presented for a leadless pacemaker implant procedure. During the procedure, conductive telemetry was momentarily interrupted, and the patient was coughing during this time. Once telemetry was re-established the implant procedure was completed. Post-procedure, the patient experienced dull chest pain and was taken for a cardiothoracic (CT) surgery. At that point, damage was noted outside of the right atrium from the leadless pacemaker, and that the device had dislodged. The damage was successfully repaired by the CT surgeon. An x-ray performed the next day showed that the device had dislodged into the pulmonary artery. A device replacement procedure was performed, and the dislodged device was successfully retrieved. During the replacement procedure, another atrial leadless pacemaker was attempted to be implanted but its helix was sprung. The device was not used, and a new one was successfully implanted. The patient was in stable condition.

Event description:
New information received indicated that the outside damage of the atrium was suspected to have been located on the outer wall of the atrium.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.